Event description:
Report provided by the end user states that they experienced a red rash, starting under the tape border only. It has gotten worse and is now very red with tiny bumps, it is very itchy and occasionally weeps. The end user uses a no sting skin barrier film, a cohesive seal and ostomy power. The end user is still under home health care. They have been using ointment which prevented barrier from adhering and is now using a spray followed by an ostomy powder and a no sting skin barrier film. Cohesive seal s have also been placed between the skin and the tape border with some improvement but have not been lasting more than 1 day. Discussed how to do a patch test and advised doing so with new products prior to application around the stoma. Reviewed availability of tapes without acrylic adhesive. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. See scanned page.